Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-00490-100. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issues of no ventilation output and logging a patient circuit disconnect alarm were confirmed. Ventec replaced the blower to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device had stopped ventilating during patient use. Ventec asked the asp for additional information and was provided with the following: ¿when the nurse went to the patient's room after the alarm for decreased ventilation volume and low pressure occurred, she confirmed that the monitor reading was "0". She also confirmed that ventilation had stopped. She started ventilation with an ambu ventilator and replaced it with an alternative ventilator. The patient suffered no harmed [sic].¿ the asp further indicated that the device had logged multiple alarms, including patient circuit disconnect. There was no patient harm as a result of the reported issue. However, medical intervention was required in order to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: the authorized third party service provider (asp) returned the device to ventec. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.